Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The emergency doctor reported that the patient came in an hour prior for a hypoglycemic episode after the pod apparently went through 3 days of insulin in 1 day. Doctor stated the patient changes the pod every 3 days and this pod ran out of insulin in one day. The pod was worn between 4 and 24 hours on the abdomen. The wife called ems (emergency medical services), when ems picked him up his bg was 30 mg/dl and the patient was unresponsive. He was given dextrose through IV. When customer arrived at the ER (emergency room) he continued IV and was given sugar, his bg increased to 200 mg/dl. Doctor stated he had a burger, fries and some alcohol last night and had nothing to eat that morning. Doctor confirmed he is not taking any other medications, there are no other illnesses being experienced, and there were no changes in insulin doses. Doctor went through the insulin delivery history, bg history and alarm history in the pdm (personal diabetes manager) and there was no data until (B)(6) 2013. Doctor stated the pdm shows he was not getting any insulin at all. Doctor stated he has no evidence the patient has done anything with the pdm and wanted to get off the phone to speak to him to find out more information. Attempts were made to obtain further information, but were not successful.